Event description:
Boston scientific received information that during a changeout procedure, the setscrews were not functioning properly and the leads would not release. After troubleshooting, the decision was made to sever the leads. No asystole occurred. No adverse patient effects were noted. The lead was surgically abandoned and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory it was noted the lead was severed 55mm from the terminal pin. Only the proximal end of the is-1 terminal leg was returned. The lead segment was confirmed to be electrically continuous. Analysis of the returned lead segment could not confirm the clinical observations.